Event description:
During arthroscopic bankart repair surgery, the surgeon had difficulty in inserting the device in question. It was reported that the tip of the device was broken when he impacted it with excessive force by a hammer and failed to fix it. The inserter and the suture of the device came off. It was brand new and the first use when the issue was happened. By using the backup device into a different bone hole, the surgery was completed with a thirty-minute delay. There was no harm to the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Event description:
During arthroscopic bankert repair surgery, the surgeon had difficulty in inserting the device in question. It was reported that the tip of the device was broken when he impacted it with excessive force by a hammer and failed to fix it. The inserter and the suture of the device came off. It was brand new and the first use when the issue was happened. By using the backup device into a different bone hole, the surgery was completed with a thirty-minute delay. There was no harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated. Only the inserter and suture card was received without the anchor. Visual observation of the inserter under magnification revealed that the anchor is separated from the distal end of the inserter. This complaint can be confirmed. As reported in the complaint, this is possibly due to excess force applied in hammering the inserter into the bone to overcome the difficulty in insertion, which would have contributed in the breakage of the anchor. We cannot discern a root cause for this failure. A batch record review has been conducted and our results indicate that this batch of product was processed with one unrelated incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no related complaints for this lot of (B)(4) devices that were released to distribution in 2014. At this point in time, based on the overall complaint rate, no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
During arthroscopic bankert repair surgery, the surgeon had difficulty in inserting the device in question. It was reported that the tip of the device was broken when he impacted it with excessive force by a hammer and failed to fix it. The inserter and the suture of the device came off. It was brand new and the first use when the issue was happened. By using the backup device into a different bone hole, the surgery was completed with a thirty-minute delay. There was no harm to the patient.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return of the device.